Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device, once received, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the oxygen output on the ventilator was low. There was no report of any patient involvement associated with this reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. The ventilator failed the final test for a non-conformance. Bench testing revealed a malfunctioning oxygen blender was creating the non-conformance. Vyaire replaced the oxygen blender to address the customer's reported issue.